Event description:
It was reported that the 9800 system had intermittent ma reg fail. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the backplane. The system operates as intended.